Manufacturer narrative:
H3 and h6: service was dispatched to the site on (B)(4) 2011. The field service engineer (fse) cleaned the wash drain line and sump pump. The fse replace the cuvette rinse probes, cuvette wash probes, probe wash stations, wash station tubing, reagent probe, sample probe, reagent mixer assembly, and odd cuvette wash probe. The fse aligned the reagent mixer, and flushed the sample and reagent probes with 50% bleach. Instrument performance was verified via successful completion of a level 1 and 3 amm quality control assessment. Although repairs were made to the instrument prior to returning it into service, a definitive root cause for this event has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011, an erroneous low ammonia (amm) result was generated from a synchon cx delta clinical system. The erroneous amm result was not released from the laboratory, and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Upon repeat, the amm was higher, within the normal reference range, and considered valid. Instrument quality control (qc) results during the timeframe of this event were recovering erratically, and the customer indicated that the instrument was not holding its calibration. The sample was a full draw, not frozen, and capped at all times. It was tested within 30 minutes of collection and was centrifuged prior to testing.